Event description:
During an atrial fibrillation ablation procedure, there was an abnormal rise in impedance which resulted in the catheter being removed from the patient. Once removed, coagulum was noted on the distal electrode (1-2). The catheter was exchanged and the procedure was completed with no adverse patient consequences. Heparin was used as standard anticoagulation therapy. The patient had no predisposition to thrombus.

Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrodes 1-4 and the both thermocouples met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. Microscopic inspection of the distal tip revealed a blood-like substance just proximal to the tip electrode. However, no coagulum was noted on the distal electrode. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported events remains unknown.